Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer informed that the foot pedal was jammed. The customer was asked to reseat the pedal. The system was found to be working as intended. The system was put back into service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.